Event description:
A customer reported that during a procedure, the unit was not maintaining pressure between the cannula and the eye. The case was completed successfully without harm to the patient. Additional information was received indicating during a vitrectomy procedure for diagnosis of severe retinal detachment, the surgeon noted when removing fluid from the eye, the machine did not instill fluid into the eye to maintain equilibrium. The surgeon noted poor fluid pressure. As a result, the eye responded by collapsing down on itself. The device was removed from the eye and a system test was performed by the nurse after contacting a company representative on the phone. The test performed demonstrated fluid running well. The tubing was reinserted into the eye and yet the same collapsing eye event occurred. The device was running properly when the probe was out of the eye but failing to perform when inserted in the eye. The surgeon modified the procedure to use what was available. The case was completed without harm to the patient.

Manufacturer narrative:
The facility surgery clinical leader stated the machine was inspected by the facility biomed engineer. The facility surgery clinical leader noted there are very specific guidelines that the surgeon needs to adhere to when using this piece of equipment. A few millimeters of misdirection can cause a malfunction in the trocar and the fluid management within the eye. The company representative examined the system and was unable to replicate the reported low infusion pressure reported. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).